Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm when the cartridge and infusion set were changed. The customer's blood glucose level was high. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined.